Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 694765 lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, during reconnection of the existing leads, the physician was unable to sufficiently screw in the lead and acquire stable measurements. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.